Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Inspection of the returned persona articular surface inserter exhibits signs of use (surface marring on the handle). The retaining lip of subcomponent is fractured off (not all returned). A subcomponent was not returned. Item and lot number confirmed as correct. Fracture analysis performed. Optical images of the device fracture surface exhibit river lines artifacts suggesting that the device possibly fractured due to bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the inlay insertion pliers did not close properly as there was a break in the retaining lip of the pliers. There was no patient involved. Attempts have been made and all available information has been provided.